Event description:
It was reported that coating issue occurred. The target lesion was located in a vessel of the kidney. An amplatz super stiff guidewire was selected for use in a ureteroscopy. During the procedure, the coating of the body of wire started peeling. No coating/wire fragments were left inside the patient, and the procedure was completed with alternate device. There were no patient complications as a result of this event.